Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause was determined to be due to component failure from normal wear. Concomitant med products and therapy dates: quick coupling device, chuck device, protect sleeves, and guide sleeve; (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling device driver pins in the coupling shaft had fallen apart which made no rotational movement possible. It was further determined that the device failed pretest for check the tool coupling. It was noted in the service order that during an open reduction internal fixation surgery for femoral shaft fracture, it was observed that the battery handpiece device and the quick coupling device spun themselves and didn't work properly during reaming. According to the reporter, the "afj" was used in the case of the right femur, the opening reamer device was installed in the "dhs" quick coupling, and the reaming occurred when the battery handpiece and the coupling device were idle. It was reported that the user switched to a jacobs chuck device and the surgery was completed successfully. It was reported that there was about a thirty minute delay in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.